Manufacturer narrative:
One used needle guard assembly without catheter assembly and sheath was returned for analysis of complaint that valve was not working and was leaking. Sample was visually evaluated for potential nonconformances and met product specification requirements for the reported complaint. Without the catheter assembly for the returned sample to evaluate for potential valve functionality issues, the probable cause for the reported complaint of leakage could not be determined.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the valve was not working on and was leaking. There was patient involvement and no patient harm reported.